Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The event was thought to be possibly device related. Information later received stated that the hospital was contacted but would not provide any additional information regarding the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient developed renal dysfunction. The patient was on dialysis treatment for one week and the maximum value of creatinine was 1.89 mg/dl.